Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close completely. No fragment fell inside the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.